Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2019. Update b5: it was reported that the tip of needle broken off during the procedure. The needle piece was not found. There were no adverse patient consequences reported. Additional information was requested and the following was obtained: procedure name? Ethicon vicryl w9231. Single lot or multiple lots involved? If multiple, what are the lot #'s? Ml.bdzpq0. When did the event occur? Pre-op--- before use on patient? Or intra-op---during use on patient while suturing? Intra-op. Any patient consequence /adverse outcome as a result of event report? Patient was informed but no adverse outcome. Was the needle piece found? And where? No. Any surgical intervention/re-suturing done on patient post-op initial procedure? No. Patient current condition? No adverse effect.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Single lot or multiple lots involved? If multiple, what are the lot #'s? When did the event occur? Pre op before use on patient? Or intra op during use on patient while suturing? Any patient consequence /ae outcome as a result of event report? Was the needle piece found? And where? Any surgical intervention/re-suturing done on patient pot-op initial procedure? Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the tip of needle broken off when removed stock from shelf. There were no adverse patient consequences reported. No additional information was provided.